Manufacturer narrative:
This medwatch report is for the suspect device used in coaguchek xs system 1 (lot number 20177632, expiration date 03/31/2011). Reference medwatch report with a1 patient identifier (B) (4) for the suspect device used in coaguchek xs system 2.

Event description:
Caller states patient tested 4.6 inr on coaguchek xs system 1 and 3.2 inr and 3.0 inr on coaguchek xs system 2. No actions taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.